Event description:
It was reported that the device experienced a long charge time over the weekend. The asymptomatic patient presented in the hospital after feeling the vibratory patient notifier. Upon interrogation it was noted that the device had an alert for a long charge time. Capacitor maintenance tests were all within range. The patient was set up with remote monitoring and sent home. Device was replaced and the patient's condition post procedure was fine.

Manufacturer narrative:
(B)(4). The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an internal capacitor anomaly was found to be the cause of the reported extended charge time.